Event description:
The pt received two scs leads with the same lot number. It was reported during the pt's lead revision procedure (reference MFR. Report: 1627487-2014-21143), the physician experienced difficulty advancing one of the scs leads to the appropriate position in the epidural space. As a result, the lead was placed midline and left implanted in order to avoid the risk of infection associated with re-opening the pocket to remove the existing extension. The pt currently has one functional lead. It was reported the procedure was extended approximately 45 minutes to an hour. The placement issue was attributed to possible anatomy, stenosis and scar tissue. Additionally, it was reported the functional lead provided ineffective back stimulation post-operatively. The pt was experiencing post-procedural pain and it was decided to address the stimulation issue at a later date. Follow-up identified there will be no further surgical intervention planned at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.